Event description:
Abbott diabetes care (adc) received notification from a healthcare professional of a patient at hospital (B)(6) ((B)(6)), who had died while wearing the freestyle libre sensor device. The patient in question had been hospitalized in intensive care from (B)(6) 2021 to (B)(6) 2022, presenting to emergency care with sepsis (probable perineal starting point) and complications of non-obstructive renal failure and metabolic acidosis. The healthcare professional reported that patient fell into hypoglycemic coma and eventually patient death, while the freestyle libre sensor was displaying high readings. The freestyle libre sensor was reported to have been applied on (B)(6) 2021. Upon admittance to hospital, patient was treated with 56 ui/j toujeo insulin and 22-26-30 ui novorapid insulin. From (B)(6) 2021 to (B)(6) 2022, the patient required repeated intubation, surgical interventions, and probabilistic antibiotic therapy modifications for both sepsis and respiratory distress. Additionally, over intensive care stay, patient received large doses of norepinephrine, insulin, and laroscorbine (3 x 5g from (B)(6) 2022). Laroscorbine (ascorbic acid) in particular is indicated in the device user guide to interfere with readings provided by the freestyle libre sensor device. Photos of sensor reading graphs from the freestyle libre reader were provided, from days (B)(6) 2022, and showed freestyle libre sensor readings varied between approximately 100 mg/dl to 350 mg/dl. A sensor reading of 474 mg/dl was also reported, taken at unknown time. On the night of (B)(6) 2022, after latest sedation was lifted, patient was found to be in coma (glasgow score 3) with the healthcare professional noting that patient concomitantly was hyperglycemic without ketosis, based on freestyle libre sensor readings. The freestyle libre sensor was removed on (B)(6) 2022 for MRI, and afterwards it was found via capillary and venous glycemia that patient was in severe hypoglycemia (less than 4 mg/dl). Up to this point, no capillary or venous glycemia comparisons had been done before treatments of insulin. Of note, on (B)(6) 2022, the sensor would have been on day 15 and day 16, past the device¿s 14 day active period, based on the reported insertion date of (B)(6) 2021. Brain death occurred on (B)(6) 2022 and patient therapy ceased on (B)(6) 2022. The freestyle libre sensor in question has been disposed of by hospital, and at this point, patient¿s family has declined to send abbott diabetes care the accompanying freestyle libre reader or reader data. Patient had a long medical history and many risk factors, including the following: paraplegia with many episodes of pressure sores and buttock cellulitis, chronic renal failure, grade 1 obesity, type ii diabetes, sars cov2 hospitalization in 2020, partial foot amputation (left), removal of 2 femoral heads, broker-type cystoprostatectomy with endoprostheses change every 2 months, kyphoscoliosis with intervention, discharge colostomy on non-healing gluteal bedsores. Given the information presented at this time, it is inconclusive that the freestyle libre device has led to or contributed to the death of the patient. Adc will continue follow up attempts to obtain the autopsy report and when further information is obtained, a follow up will be sent.

Manufacturer narrative:
The reported freestyle libre sensor product is not expected to be returned as the device was reportedly discarded. Abbott diabetes care has requested the freestyle libre reader or reader data be returned. A follow-up report will be submitted if product is returned or additional information is obtained. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the freestyle libre reader is returned, or if unanticipated sensor is received, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported freestyle libre sensor product is not expected to be returned as the device was reportedly discarded. Abbott diabetes care has requested the freestyle libre reader or reader data be returned. A follow-up report will be submitted if product is returned or additional information is obtained. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the freestyle libre reader is returned, or if unanticipated sensor is received, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Please note the following additional information: abbott diabetes care has since submission of initial report received notification that autopsy of patient will not be performed.h1 - type of reportable event has been corrected to "death", as it was mistakenly selected as "serious injury" in the initial report. H10 - addtl mfg narrative has been updated to include additional information since received.

Event description:
Abbott diabetes care (adc) received notification from a healthcare professional of a patient at hopital victor provo (centre hospitalier de roubaix), who had died while wearing the freestyle libre sensor device. The patient in question had been hospitalized in intensive care from (B)(6) 2021 to (B)(6) 2022 presenting to emergency care with sepsis (probable perineal starting point) and complications of non-obstructive renal failure and metabolic acidosis. The healthcare professional reported that patient fell into hypoglycemic coma and eventually patient death, while the freestyle libre sensor was displaying high readings. The freestyle libre sensor was reported to have been applied on (B)(6) 2021. Upon admittance to hospital, patient was treated with 56 ui/j toujeo insulin and 22-26-30 ui novorapid insulin. From (B)(6) 2021 to (B)(6) 2022, the patient required repeated intubation, surgical interventions, and probabilistic antibiotic therapy modifications for both sepsis and respiratory distress. Additionally, over intensive care stay, patient received large doses of norepinephrine, insulin, and laroscorbine (3 x 5g from 04 to (B)(6) 2022). Laroscorbine (ascorbic acid) in particular is indicated in the device user guide to interfere with readings provided by the freestyle libre sensor device. Photos of sensor reading graphs from the freestyle libre reader were provided, from days (B)(6) 2022 , and showed freestyle libre sensor readings varied between approximately 100 mg/dl to 350 mg/dl. A sensor reading of 474 mg/dl was also reported, taken at unknown time. On the night of (B)(6) 2022 after latest sedation was lifted, patient was found to be in coma (glasgow score 3) with the healthcare professional noting that patient concomitantly was hyperglycemic without ketosis, based on freestyle libre sensor readings. The freestyle libre sensor was removed on (B)(6) 2022 for MRI, and afterwards it was found via capillary and venous glycemia that patient was in severe hypoglycemia (less than 4 mg/dl). Up to this point, no capillary or venous glycemia comparisons had been done before treatments of insulin. Of note, on (B)(6) 2022 the sensor would have been on day 15 and day 16, past the device¿s 14 day active period, based on the reported insertion date of (B)(6) 2021. Brain death occurred on (B)(6) 2022 and patient therapy ceased on (B)(6) 2022. The freestyle libre sensor in question has been disposed of by hospital, and at this point, patient¿s family has declined to send abbott diabetes care the accompanying freestyle libre reader or reader data. Patient had a long medical history and many risk factors, including the following: paraplegia with many episodes of pressure sores and buttock cellulitis, chronic renal failure, grade 1 obesity, type ii diabetes, sars cov2 hospitalization in 2020, partial foot amputation (left), removal of 2 femoral heads, briker-type cytoprostatectomy with endoprostheses change every 2 months, kyphoscoliosis with intervention, discharge colostomy on non-healing gluteal bedsores. Given the information presented at this time, it is inconclusive that the freestyle libre device has led to or contributed to the death of the patient. Adc will continue follow up attempts to obtain the autopsy report and when further information is obtained, a follow up will be sent.